Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested the site to return the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the product has not been received. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large hem-o-lok clip applier instrument would not close. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage noted. The issue occurred while attempting to clip a small vessel and the clip applier did not close. The issue was not related to unexpected motion of clip applier while attempting to clip. The issue was related to an unsuccessful clip application. The issue was not related to the clip opening after closure. Large wek hem o lok polymer clips were used for the procedure. The vessel was not greater than what is specified in the instructions for use.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and visually inspected, and no issues were identified. The instrument passed the clip test. Failure analysis could not verify the customer reported event. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The grip tips opened and closed properly. The instrument was recognized by the test system and successfully passed all functional tests. The instrument was fully functional. No product issue was found. The complaint was not confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.